Event description:
Customer reported that they had one suspected false positive on (B)(6) 2022 when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn (b)4), lot 23873l, reader sn (B)(4). On the same day, the individual tested with a rapid antigen test (brand unspecified) and an accula pcr test and obtained two negative results.

Manufacturer narrative:
Investigation summary: explanation for device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.